Event description:
Procedure performed: ni. Event description: this is a complaint from the hospital; the tip of the obturator was cracked. No patient injury or illness associated with this event. Replaced with a hospital inventory, and the procedure was completed. Intervention: replaced with a hospital inventory and the procedure was completed. Patient status: no patient injury or illness associated with this event.

Manufacturer narrative:
A portion of the event unit was returned to applied medical for evaluation. As the obturator of the event unit was not returned, applied medical is unable to determine if the component exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: (B)(6). Event description: this is a complaint from the hospital. The tip of the obturator was cracked. No patient injury or illness associated with this event. Replaced with a hospital inventory, and the procedure was completed. Intervention: replaced with a hospital inventory and the procedure was completed. Patient status: no patient injury or illness associated with this event.